Event description:
Surgeon performed revision for instability on attune revision construct. Surgeon noted it was because of mcl rupture which caused the instability. Cement is not depuy. Original implant date (B)(6) 2019. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).